Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any piece of the needle fall inside of the patient? No, it didn't. If so, was the needle piece removed and how? N/a.

Event description:
It was reported that the patient underwent an thoracotomy on (B)(6) 2018 and suture was used. It was reported that during the procedure, the needle was easily detached from the suture shortly after passing the needle through the fascia during chest closure. It was a control release needle. The operation was completed by using another needle-suture in another package. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA:(B)(4) 2018.